Event description:
It was reported that the user experienced prolonged hyperglycemia for approximately ten hours while using the ilet, during which the pump delivered corrections without alerts or pauses, and the glucose then declined rapidly; the user noted blood at the cannula site and air in the tubing and later reported ongoing fluctuations with highs followed by lows despite otherwise normal operation. Symptoms included episodes of high glucose and low glucose without reported physical symptoms. Outcomes included the need for additional user training and reinforcement of instructions to change infusion supplies if hyperglycemia persists beyond two hours. Investigation included review of device data and user reports. Investigation of this case revealed an unclear cause, with a likely transient infusion set or tubing issue that appeared to self-resolve and no specific device malfunction identified. It was concluded that the cause of both hyperglycemia and subsequent hypoglycemia was unclear, and user education was recommended regarding infusion set troubleshooting and confirmation of out-of-range values with a glucometer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.